Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed that the customer would receive a replacement pump, which would include updated software. The customer was advised on steps to take with the new pump, including how to use the storage mode, and acknowledged instructions for returning the problematic pump.